Event description:
The reporter stated that a pt who had surgery to correct scoliosis using the coral spinal system (a fusion implant system used for the correction and stabilization of the lumbar or lower region spine) on (B)(6) 2008 required revision surgery. Screws had been implanted from vertebral levels t6 to s1. Revision surgery was required because both rods were broken. There were breakages above the l4 screw on the pt's right side, and below the l4 pedicle screw on the left side. The pt reported having heard a "pop" and immediately feeling pain in the low back area at the time of the breakage. The surgeons corrected the issue by taking out the l4 pedicle screw on the pt's right side, and inserting an in-line rod to rod connector to adjoin the rods. The l5 screw on the pt's left side was removed and a new connector was used to join the rods.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.